Event description:
The customer reported that it will not raise or lower. No pt info was available.

Manufacturer narrative:
The c-arm 2av power supply was replaced, and the system is now working as intended.